Manufacturer narrative:
Submit date: 09/14/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral access feeding tube. The customer reports it has been recently been reported that any tube feeding attempted with this product is very slow and requires assistance of the staff (pressure to infuse the feeding) rather than strictly gravity feeds. The customer further states that the feed was slow on a baby and would not infused. The staff removed the tube and discovered that the tube was cracked and split almost in half.

Manufacturer narrative:
Two samples (1 unused sample with lot number 610922464x and 1 decontaminated without original package or lot number) were received for evaluation. After performing the evaluation of the samples received, the reported issue was observed and residual substances in the product were also observed. This procedure requires a functional test which consists of injecting pressured air at 3 psi to 5 psi in the tube while it is immersed in alcohol. 100% of products manufactured are inspected under this procedure to detect occlusion and leak conditions. The samples received were tested using this method and the reported issue was detected. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. The issue was not found to be related to the manufacturing process; therefore, the root cause could not be determined. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.